Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery (sfa) below the knee. After a non bsc guide wire crossed the lesion, the 3.5mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, contrast leakage was noted based on the perspective image. The physician then removed the device from the patient and it was noted that the balloon ruptured longitudinally. The procedure was completed without issue using a coyote, coyote es and sterling otw balloon catheters. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery (sfa) below the knee. After a non bsc guide wire crossed the lesion, the 3.5mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, contrast leakage was noted based on the perspective image. The physician then removed the device from the patient and it was noted that the balloon ruptured longitudinally. The procedure was completed without issue using a coyote, coyote es and sterling otw balloon catheters. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination inspection revealed an 18mm longitudinal tear in the balloon wall from the midsection to the distal balloon cone. Microscopic examination presented no irregularities in the balloon material or the ro marker. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).